Event description:
Arjo became aware of an event involving a citadel plus bed frame. It was claimed that the bed¿s platform raised without any command given. No patient was involved, and no injury was reported.

Manufacturer narrative:
Arjo became aware of an event involving a citadel plus bed frame. It was claimed that the bed¿s platform raised without any command given. No patient was involved, and no injury was reported. The customer facility was visited by an arjo service technician. The bed frames located in the back hallway were inspected but none of them represented the claimed symptom. During an interview with the customer representative, it was clarified that the claimed issue occurred a few months ago (in (B)(6) 2022) and that the bed frame was already repaired by the customer maintenance staff. Arjo was informed with a delay because the information about the problem went by 4 departments at the hospital before was forwarded to arjo. The investigation conducted in cooperation with the customer staff allowed to clarify that the bed was repaired by the replacement of the foot pedal. The foot pedal is responsible for the adjustment of the bed¿s platform height and it is located near the foot end of the bed. One of the internal plastic spring clips was missing inside the foot pedal assembly from an unknown reason. Probably this part was stuck inside the foot pedal mechanism and activated bed frame movement. After the repair, the alleged unintended movement did not reoccur. According to citadel plus instruction for use (831.374_b) the check of all bed positioning functions should be conducted weekly. If the result is unsatisfactory, arjo or an approved service agent should be contacted. It was reported that the citadel plus bed did not meet its performance specifications due to unintended movement of the bed. There was no indication regarding patient involvement. The complaint was decided to be reportable due to unintended up movement of the bed platform. No injury was claimed. Device repaired by customer staff.